Manufacturer narrative:
(B)(4): the customer reported that the unit failed to charge the battery. A philips field service engineer went to the customer site and evaluated the unit. The failure was further determined to be that when the battery was inserted into the unit the unit would unexpectedly shutdown. Replacement of the battery resolved the failure.

Event description:
The customer reported that the unit failed to charge the battery.